Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was that a filter, designator fl3, had broken off of the pcb. The removed ui pcb assembly was an ancillary part and there was no failure.

Event description:
The customer contacted physio-control to report that their device had a service indication present and a non-critical event code in the memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not complete the boot-up cycle.